Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803202, cocr head, 61450703. 00771100710, femoral stem, 61365557. 00620005022, shell, 8065400. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00802.

Event description:
It was reported that patient underwent a left hip revision approximately 8 years post implantation due to unknown reasons. During the surgery, the head and liner components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.